Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported ¿quite a few months ago¿, the pump was removed because the patient had an infection, and the patient was not using the pump. The pump was removed and not replaced. No further patient complications were reported.

Manufacturer narrative:
Patient code (B)(4) and evaluation conclusion code 22 no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-oct-13. It was reported that the patient's medical history included incomplete quadriplegia, hypertension, and spasm. In 2017 (B)(6) (shortly after the previously reported 2017 (B)(6) implant), the patient developed an infection with wound drainage at the pump site. On 2017-(B)(6), the wound was cultured and was positive for growth of morganella. On 2017 (B)(6), the patient's pump was removed (note: the hospital discharge summary also noted "pump and catheter removal (B)(6) 2017). On 2017 (B)(6), the patient was admitted to the hospital with an admission diagnosis of sepsis with delirium, and for treatment of infection with sepsis. The delirium was further described as multifactorial but primary contributors included baclofen withdrawal and "medications (opiate/benzodiazepine)" earlier in the hospital stay, from sepsis. During the hospital stay, the patient was treated with intravenous (IV) antibiotics. On 2017 (B)(6), the patient was discharged from the hospital with a "poor but improved" status with follow-up appointments planned for the following week with his primary physician and pain specialist. Diet and activity directives were "per routine" with 24 hour care at home. Discharge diagnoses included hypertension, normocytic anemia, and malnutrition (dates of onset not specified). As of 2017 (B)(6), the patient had recovered.